Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that contamination was observed in a clearlink secondary medication set was being used to deliver saline. The nurse stated that during priming with normal saline, a ¿strange blue substance¿ was observed down the line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and blue solution was identified in the infusion set. The reported issue was verified. Further evaluation of the returned sample determined that the discolored blue solution contained a blue colorant known as methylene blue. This compound is commonly used in clinical settings as a dye or stain, and often added to saline or other IV solutions for infusion. Should additional relevant information become available, a supplemental report will be submitted.